Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during use a "reinstall vent" message was posted on the screen. No injury reported.